Event description:
St. Jude medical regent mechanical heart valve was noted to be not opening properly. The surgeon attempted to rotate the valve within the aorta, but was unsuccessful. The valve was determined to be defective and removed for replacement with another type of valve. During removal the patient sustained a ventricular tear which required repair. The defective valve was replaced with a 23mm st. Jude epic supra tissue valve.